Event description:
The customer contacted philips healthcare to report that the co2 values did not seem to be consistent with the patient condition. The patient was successfully resuscitated during this event and care of the patient was transferred to hospital personnel.

Manufacturer narrative:
Pr #: (B)(4).